Manufacturer narrative:
Unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0007 , batch no: unknown. It was reported that the tubing leaked.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that the tubing leaked.

Manufacturer narrative:
H.6. Investigation: one used primary set, model 2420-0007, was received by the customer for investigation. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution and a leak could clearly be seen from the tubing between the roller clamp and lower smartsite. The customer's complaint that the tubing leaked was verified. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing and a cut was observed in the tubing. It was determined that the root cause could be due to two situations, first a tube cutting table with burrs and second a bad handling of the material. The mobile shelves for transport of pvc pipes have been found to have exposed wires that cause this type of defects.